Event description:
Representative reported a catheter dye study that found an issue with the patient's catheter, either a kink or occlusion. Physician planned to replace the catheter, and decided to replace the patient's pump too because of the patient's age and the already existing need for surgery.

Manufacturer narrative:
Pending follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Per the instructions for use of the device, catheter kinks and occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was confirmed to be discarded and was not returned. Internal complaint number: (B)(4).

Event description:
Additional communication confirmed that the catheter was discarded after the surgery. Also, it was confirmed that the physician did not know the cause of the kink or occlusion.